Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins for bladder treatment didn't work anymore and they needed to know if their ins was compatible for an MRI. The patient stated they never really had much of a "tell" when their ins was "going off", except when they went through automatic doors and felt the stimulation inside. When asked for an event date, the patient stated the issue may have started back in 2017 or 2018. When asked for information regarding their ins, the patient stated they moved and didn't have their information available at the time of the call. The patient was redirected to their healthcare provider (hcp) to further address the issue with ins not working. The patient stated they would call back if they found their ID card. The patient also requested that a manufacturer representative (rep) contact them. An email was sent to the field for visibility.

Event description:
Additional information was received from the patient. The patient reported that they quit feeling stimulation about 2018. The device remains in their body, and they wanted to have it removed due to the need for mris. They stated it likely quit working due to normal battery depletion, but they didn¿t pursue getting a new implant due to lack of effect from the device, although the hadn¿t really ever had it adjusted. The device remained implanted, and they were looking for a new hcp to remove it, and needed a doctor near los angeles. Regarding this statement initially reported: patient stated that they never really had much of a "tell" when their ins was "going off", except when they go through automatic doors and feel the stimulation inside" the patient stated that they would have a zapping, or a stimulation surge when going through security gates like at walmart or target, but that they no longer had that issue, it seemed to go away when the battery depleted. An email was sent to patient services to provide the patient an hcp listing.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.